Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 10/23/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: was the needle piece(s) retrieved during the same procedure? Yes, needle pieces were found and discarded as originally reported were x-rays taken to locate the needle piece(s)? No beciase the needle pieces were found. Please provide the source or name of person providing answers to follow-up questions: no name as I was in the case and saw this myself. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2025 and suture was used. During a myomectomy procedure, the surgeon was closing trocar incisions when the needle broke. The broken needle was retrieved and discarded, and there were no patient consequences reported. The device is not available for return. Additional information was requested.